Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 20, 2021.

Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to poor device performance from activation and loss of electrode function. The patient was reimplanted with another cochlear device during the same surgery.